Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a radiofrequency ablation procedure in a patient with pure autonomic failure (paf), bleeding was noted from the sheath and damage was noted to it. Another device was used to complete the procedure with no consequences to the patient.